Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient said that about 3 days ago they found that their wireless recharger (wr) was showing a yellow light and so they turned it off but said it's been beeping lately even when its sitting in the charging dock. They also said when they put it in wr it doesn't do anything. Pt says the ins is getting low and used to get 2 days out of it but now it only lasts 1 day. Pt has tried different outlets which hasn't resolved. During the call they did long press on wr. Pt then went into recharger application and started a charging session of their implant and it started charging with a good connection. Pt says the ins shows it is very low. Pt will continue to charge ins and will call back if issue persists.